Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.the insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had issues with their insulin pump and low blood glucose levels. It was reported that the customer's level was 46.8mg/dl. It was reported that the customer had absence of insulin flow blocked alarm. Troubleshoot was reported to be conducted. It was reported that the pump passed testing. It was reported that insulin flow blocked was confirmed.

Manufacturer narrative:
After the competition of troubleshooting, it was determined that the insulin pump did not contribute to a reportable to a reportable malfunction. The customer called back to troubleshoot the insulin pump, the customer stated she currently pregnant and she had high blood glucose last night. The customer stated that she changed the infusion set and treated blood glucose with manual injection and her blood glucose went to normal. The customer wants to confirm if the pump is working. The customer blood glucose was 18 mmol last night. Ensure customer has 20.0u remaining. Yes. The customer removed the infusion set from body; the insulin pump was program a 1.0u fill cannula until insulin is visible at the end of tubing and to repeat process until air is no longer visible in the tubing. The customer wad advised to place the tubing clamp 1 inch from the site end of the infusion set. Run high pressure test. Did pump alarm in 5.0u. Yes. The insulin pump passed the high pressure test. The customer was advised that the insulin pump is working as designed. Explain back pressure needed to produce alarm. Do not return pump monitor.

Event description:
.